Event description:
A customer reported that on (B)(6) 2011, an erroneous elevated platelet (plt) result with an instrument generated flag was generated from a coulter lh 750 hematology analyzer for one patient sample. The erroneous plt result was accompanied by an instrument generated review flag which, per beckman coulter inc. Labeling, necessitated the review of the result. The erroneous plt result was reported outside of the laboratory and was questioned by a physician. There was no death, serious injury or modification to patient treatment associated or attributed to this event. The sample was later repeated on the same, as well as another, instrument. Both tests recovered lower plt results which were considered correct. An instrument printout was not provided for the result obtained from the other instrument. Controls were executed before the incident and were within the expected range. No sample collection/handling information was provided by the customer.

Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied raw data indicated that the plt histogram showed a severe interference pattern in the low end. The instrument algorithm detected the inference and flagged the result for review. The algorithm worked as it was designed. Service was dispatched to the site on (B)(4) 2011, for this event. The field service engineer (fse) indicated that the red blood cell (rbc)/platelet aperture #2 was noisy. The fse isolated the fault to the aperture housing. The fse replaced all three rbc aperture housings and performed latex adjustments. The fse recommended that the customer repeat calibration assessment activities. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The root cause for this event can be attributed to the rbc aperture housing. The root cause of the reporting of the erroneous results was use error. There were instrument generated flags to alert the operator to review the results. As part of a retrospective review, this event was determined to be reportable.